Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right atrial lead exhibited episodes of noise. No intervention was performed as the physician opted to monitor the patient. The patient's condition was stable throughout the event.